Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
A hospital in (B)(4) reported the tip of a cranial screw broke during insertion. The surgeon took out the fragment and used another screw to complete the procedure. The surgery was delayed about 30 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. A microscopic investigation shows the device is bent and worn but not broken as reported. The measurable dimensions of the device were checked and found to be in compliance with the technical drawings and specifications. No product or material irregularities were noted.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.